Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, foreign material was found in the ch-tube, air/water channel, j-tube, and the nozzle. Additional observations for the device are: air/water cylinder and s-cylinder discoloration; grip, c-cover, light guide (lg) protector, right/left knob, and up/down knobs are shaved; plug unit has a crack; lg cover, connecting tube, sc-case have a scratch; sc cover has a dent; wear in angle wire is causing paly of the knobs to be out of standard; scratch on objective lens is causing a dark area in the image; distal end rubber coating glue has a scratch and is separated; and universal cord has damage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, immediately after the completion of the procedure, during pre-cleaning, it was observed that the device had presence of the glubran 2 (histoacryl glue) used during the procedure to close the fistula. The procedure was the closure of an esophago-cranial fistula to the splenic lodge, after anastomosis insufficiencies and eso-sponge therapy. The procedure was successfully completed. There was no clinically relevant prolongation of the procedure. There was no harm to the patient and the patient¿s current status is fine. The device could not be cleaned of the glubran 2 presence in the device and was returned for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the medical glue was likely from one of the following events: injected medical glue via endo therapy accessories during procedure. Mishandling of the accessories, medical glue adhered to distal end while withdrawing the accessories. Medical glue adhered in a/w nozzle and remained. It is likely the facility staff was less trained in reprocessing and/or device handling and accessories in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.